Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the leg. The patient stated they were feeling sluggish and checked their finger stick that was reading 53mg/dl, compared to the cgm that was reading 110mg/dl. The patient treated himself by eating jelly beans to bring his bg values up. At the time of contact, the patient¿s values were back in normal range. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and the inspection passed. Voltage testing was performed and the test passed. A pairing test was performed and the test passed. Functional testing was performed and the test passed. The transmitter data base was reviewed and confirmed the reported inaccuracies. A probable cause could not be determined.